Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, loss of ventricular capture was observed while the physician was trying to use atrial noninvasive pacing study (nips) to terminate the atrial tachycardia with ventricular support pacing. Ventricular pacing marker was still available on the programmer. The device returned to normal pacing function after the loss of capture during atrial nips. The patient was stable throughout.